Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a tricuspid ring explant after an implant duration of approximately nine (9) years. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to dehiscence of the ring and regurgitation. Per the records obtained, the ring had dehisced causing a defect behind the septal leaflet to the la and scarring of the leaflets. The native tricuspid valve could not be repaired and a 33 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses was secured into place. The patient was eventually weaned from cardiopulmonary bypass and transferred to the open heart recovery room (ohrr) in stable condition.

Manufacturer narrative:
(B)(4) -dehiscence. Device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. In absence of cardiac imaging or the sample device, the root cause of this event cannot be assessed. Although the root cause of this event cannot be confirmed, the health care provider indicated that the dehiscence of the ring was due to patient related factors and not a quality deficiency. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. No further actions are possible with the available information.